Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined smart remote manager (srm) was failed. A field service engineer (fse) upon arrival srm was not failed, tested in diagnostic tool found no drawers were detected on bus. Fse inspected and found half height drawer 2.1 drawer board was failed, replaced drawer controller board and rebooted the station to resolve the issue. Fse verified srm and station were operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager (srm) was failed. The customer mentioned door would not open during recovery. Unlocking the srm and opening or closing the door could not resolve the issue. Srm displayed fridge temperature, but the front indicator light was not illuminated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.